Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found during investigation that the downstream occlusion(dso) sensor was defective with liquid damage. The dso sensor was replaced.

Event description:
It was reported that the device showed pressure alarm. There was no reported patient involvement. Additionally during the investigation it was found that the downstream occlusion(dso) sensor is defective.